Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their implantable neurostimulator (ins) had been charging "a bit more slowly." The patient explained that it used to take between 1 hour to 1 hour and 10 minutes to charge their ins from 50-75% to 100%, but now it takes an hour and a half. During the call, the patient started an ins charging session and confirmed they were able to get all 8 coupling bars filled in and confirmed that they are always able to get all 8 coupling bars to fill in. It was reviewed that the charging duration between 50 to 100% was appropriate with all 8 coupling bars filled in, and that charging times would be longer if there were fewer coupling bars filled in. The patient mentioned that they reported the charge duration issue to a manufacturer representative (rep) and they were told that the wireless recharger (wr) would be more efficient, but that the dbs recharger replacement program was on hold. It was reviewed that their recharging equipment was working properly and advised them to speak with their rep for updates regarding the dbs recharger replacement program. No patient symptoms were reported.